Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. If add'l relevant info is received, a supplemental medwatch will be filed. (B) (4).

Event description:
User facility reported following an uneventful novasure endometrial ablation, the external sheath buckled and the physician had difficulty removing it from the uterine cavity. Upon examination, cervical canal bleeding was seen. During f/u on (B) (6) 2010 it was reported that the physician had to cauterize the site. We have been unable to obtain add'l info surrounding this event.